Manufacturer narrative:
Additional information: describe event or problem (b5), other relevant history (b7) and narrative text (h10):  per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the instructions for use (IFU), stenosis is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, the cause for the worsening regurgitation and stenosis cannot be determined; however, patient factors (pre-existing valvular disease process) and procedural factors (possible poor implant) may have contributed to the event. In addition, review of medical records (echo reports) revealed that the patient had abnormal regurgitation and pvl at 30 day. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The original CT exam reported a "strut fractures of the aortic stent valve" after the patient was hospitalized after a fall. The implanting cardiologist reached out to edwards and an edwards physician proctor viewed the hospital CT and recreated a 3mensio showing no strut fracture. The CT report was incorrect, and the fractures seen were related to artifact. Additional information revealed that a 30 day follow up echo (tte) revealed the peak trans valvular gradient was 31mmhg, mean gradient 15 mmhg with a paravalvular leak of the bio prosthetic valve and mild to moderate (1-2+/4+) aortic valve prosthesis regurgitation was present. An echo (tte) performed approximately 4-year post procedure, revealed a bioprosthetic valve present, mean trans-valvular gradient 21 mmhg, calculated ava 0.97cm2, abnormal regurgitation of the bioprosthetic valve and there is a moderate paravalvular leak of the bioprosthetic valve present.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Upon medical record review, the patient had a mechanical fall and sustained a subdural hematoma (sdh). Echo showed, mild to moderate pvl of bioprosthetic aortic valve and severe intravalvular regurgitation +4/4 originating from right coronary cusp/non coronary cusp (rcc/ncc). CT showed, no filling defect to suggest thrombus.  Strut fractures of the aortic stent valve, including dynamic motion/offsets of struts along one wall of the stent valve [above the level of commissure between rc and nc leaflets]. Per the md progress note: ¿severe ar that is a new finding at time of fall with sdh. It is plausible that the fall led to stent fracture and severe ar¿.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 3 years and 11 months post implantation of a 23 mm sapien 3 valve, significant aortic insufficiency (ai) was noted requiring a 2nd valve. The valve was successfully implanted, and the ai was resolved.